Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1006 which is indicative of high voltage during a charge. It was reported that the patient was under surgery with electrocautery in use at the time of the code being exhibited. No changes were made and the ICD remains implanted and in service. No adverse patient effects were reported.